Event description:
Pt's father reports that about a month ago there was an event where pt started crying, turned pale, sweating, vomiting. Parent called md and was advised pt might be getting too much med or might have gotten a bolus from tubing. They went through steps with father & he did everything correctly. Father reports he's well aware of how to set up since he's been doing it but that was the first time pt was experiencing those symptoms. Father reports it happened again later in the month so parent called md, and it was advised probably the same issue as last time. Same symptoms, pt's pupils were large but everything was back to normal 15-20 minutes later. Father thinks it could be the pump. He didn't mark pump with first incident but since second incident he marked pump to see if same pump will give issue again in the future. Pt has been rotating pumps every mix. Pumps are due for maintenance. Father doesn't have malfunctioning pump serial number. Did the reported product fault occur while in use with the pt? Yes; did the reported issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? No; is the actual product available for investigation? Yes; did pharmacy replace the product? Yes; did the pt have a backup product they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.